Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in used condition. A review of the event history log found records of three 'upstream occlusion' alarms and eight 'cassette not attached' alarms. Functional test verified the reported problem. It was determined that the degraded dso sensor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an upstream occlusion error. There was unknown patient involvement.